Event description:
It was reported that the patient had low flow alarms overnight and decompensated requiring intubation and escalation of care. The site interrogated the left ventricular assist device (lvad) and could only see event records back to 0700. There were reportedly low flow alarms around midnight and again at 0430. Symptoms included hypotension, obtunded/encephalopathic, elevated end tidal carbon dioxide (co2) on monitor, hypoxic/hypercarbic. The patient was on continuous renal replacement therapy (crrt) and a low dose levophed drip. The patient was chemically coded with low dose epinephrine pushes and sodium bicarbonate ampules. They were intubated and received a bronchoscopy. The patient would be getting a chest tube tomorrow as long as international normalized ratio level permitted (last value at 0214 on (B)(6) 2025 was 2.1). Log files were reviewed, and the event log did not capture any low flow events as it might have been overwritten by newer events. The event log was full of pulsatility index (pi) events on 12jun2025 from 07:15 to 10:41. Otherwise, there were no other notable alarm conditions or parameter changes.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Corrected data: section h6: health effect - impact code corrected. Manufacturer¿s investigation conclusion: review of the log files was unable to confirm the reported low flow alarms. A specific cause for these events could not be determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The controller event log file contained events from 12jun2025. The majority of the file captured pulsatility index events, which would have overwritten older events, by design. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, document rev. A, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including renal dysfunction, respiratory failure and other neurologic events (not stroke-related), that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 also addresses all pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4, ¿system monitor¿, explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events may be initiated for reasons other than true pi events, including sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. This section also states that if the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This cycle repeats as long as pi events are detected. This decrease in speed is accompanied by a reduced pump flow. Furthermore, there are no audible alarms with a pi event. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. Section 6 also lists neurological dysfunction as a potential late postimplant complication. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.